Event description:
The pump reportedly stopped infusing without alarm. It had been returned to the home health agency with a report that the device "stopped" infusing after just 60 ml of a tpn solution had infused. The device program was not available. There were reportedly no adverse effects to the pt who discovered the non-delivery upon awakening in the morning. No further information was available.

Manufacturer narrative:
An infusion test was performed with the latest pump protocol noted in the history: tpn, 1500ml, 1h taper down, to be delivered over 15 hours. The pump infused within specifications. Expected 1490.8ml and measured 1458.8g. Percent of error was -2.15. The pump passed the diagnostic motor test.